Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on failure analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a surgical procedure at 710,633 joules of use and 09:19 minutes, the fiber did not fire continuously, only fired intermittently. A second fiber was used and it did not fire continuously, only intermittently. A third fiber was used to complete the procedure. There was no report of patient injury. This report is for the second fiber.

Manufacturer narrative:
Updates for correction of joules use on first fiber. From: 710,633 to: 71,063. Updates for correction of "as reported" information for second fiber. From: "it did not fire continuously, only intermittently" to: aiming beam began pointing out the end @180° angle instead of 90° angle" @ 70,699 joules of use and 06:56 minutes. Gender/sex: male.